Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak on their unicel dxh 800 coulter cellular analysis system at the air mix temperature control (amtc) module that was contained inside of unit. The customer was unable to locate the source of the leak. Personal protective equipment (ppe) consisting of gloves and a lab coat was worn when the leak was discovered. No injury or exposure was reported and there was no affect to patient samples with regard to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site the day of the event and observed that the differential mixing chamber was clogged with cork material from test tubes causing overflow during wash. Fse cleaned chamber which resolved the issue.(B)(4).